Manufacturer narrative:
The thermogard xp ivtm system (sn: (B)(4)) was evaluated by zoll service team at the customer site. The reported complaint of "the thermogard console (sn: (B)(4)) was unable to reach the target temperature during re-warming the patient" was not confirmed during the analysis of the event logs and during functional testing at the customer site. No device malfunction was found, and the thermogard console functioned as intended. Both cooling and warming functions were tested and worked without issue. The root cause of the customer reported problem remains undetermined. Visual inspection of the thermogard console revealed some superficial scratches, and that the top cover deck near the air trap holder was slightly cracked. In addition, the console display screen was noted to be darker than usual. The physical observations are unrelated to the reported complaint, and the root cause is likely due to user mishandling and/or wear and tear. The damaged parts were replaced to address the issues. The event log was reviewed, and no error messages were noted on or near the reported event date. The patient data from this console, which records the details of the patient treatment, had been deleted by the customer prior to arrival of the zoll service engineer. This data would normally provide the parameters of the cooling, maintenance, and warming phases of the treatment as well as the specific settings and temperatures of the console. Without this treatment data file being available, it is not possible to determine a potential root cause for the customer's complaint. The ivtm thermogard console passed the initial functional testing by the zoll service engineer at the customer site without any fault or error, and the customer's reported complaint could not be replicated.

Event description:
During ivtm therapy, the user reported that the thermogard xp ivtm system (sn: (B)(4)) was not warming the patient. After the cooling phase was completed, rewarming the patient was initiated using the same catheter and sublingual temperature probe. The dwell time of the catheter was approximately 25 hours when the rewarming phase started. Patient's body temperature prior to the initiation of cooling was not reported by the customer. The cooling target temperature was set to 33°c. The target temperature for re-warming was not provided by the customer, and the console was set to a controlled rate of 0.2 °c/hour. After an unknown period of time, the user reported that the patient's temperature did not increase during the re-warming phase. There were no kinks, bends, or occlusions noted by the customer in the suk and/or the catheter. No further information was provided. Another thermogard console was used to continue treatment. No consequences or impact to the patient.

Manufacturer narrative:
Section b5 (describe event or problem) was updated based on the received additional information.

Event description:
During ivtm therapy, the user reported that the thermogard xp ivtm system (sn: (B)(6) was not warming the patient. The customer did not report the patient's body temperature prior to the initiation of cooling. The cooling target temperature was set to 33°c. After the cooling phase was completed, rewarming the patient was initiated using the same catheter and sublingual temperature probe. The dwell time of the catheter was approximately 25 hours when the rewarming phase started. The re-warming target temperature was set to 36.5°c, and the console was set to a controlled rate of 0.2 °c/hour. After an unknown period of time, it was noted that the patient's temperature was not increasing. The customer did not report the patient's body temperature at the time when the issue was noted. There were no kinks, bends, or occlusions noted by the customer in the suk and/or the catheter. Another thermogard console was used to continue treatment. No consequences or impact to the patient.